Event description:
A healthcare professional reported that nm-f4316 lot# 9000959 implant lacked primary stability due to low torque, soft bone. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient is smoker, the patient has diabetes. At the event, the patient experienced: infection, bone loss. The device was forwarded to the manufacturer. No other medical issues were reported.